Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could barely saw the display. The customer¿s blood glucose level was 323 mg/dl at the time of the incident. Customer assisted with troubleshooting and stated that the display did not returned to normal. Customer assisted for self test. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. Customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display, black display anomaly noted during testing. (B)(4).